Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that when the nurse placed the PICC catheter for the patient on (B)(6), it was found that there was no scale at the end of the catheter during the catheter placement, and a new catheter was immediately replaced. No harm to patients.